Event description:
It was reported to olympus that an inner sheath had a damaged ceramic chip. It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. During the inspection, the broken ceramic tip of the inner sheath could be confirmed. Based on the damage pattern, it is likely that the insulation tip's fracture was caused by thermal and mechanical induced impact. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The IFU states: ¿4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents and no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿